Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the generator was not booting up and found that the power conversion board was not sending power to stand alone board. Replacing the power conversion board resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the generator on the system was not powering up. The power conversion assembly was not powering the standalone board.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the enclosure had a shorted transistor.